Event description:
Patient called to report an adverse event involving her recalled dreamstation bipap machine. Patient stated that she registered her recalled device with the manufacturer a year and a half ago the day she was notified about the recall. Patient stated she has been waiting a year and a half for her replacement machine and is forced to use the defective one until she receives a new one. Patient stated that the defective machine leaks sludge out of the water tank, and using it is causing her to have headaches and major migraines. Patient stated she has tried reaching out to the manufacturer, but they ignore her and tell her they will fill out a report and to keep waiting. Patient stated she is still using the recalled machine because she will die if she doesn't use a machine because she has severe apnea.